Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Event description:
This is a spontaneous report from a consumer with supplemental information provided by a nurse in (B)(6) of patient made mistake/touch contamination/no proper hand washing and acquired peritonitis coincident with dianeal and extraneal therapies. On an unreported date in 2007, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. On an unreported date, the patient made a mistake/touch contamination and did not do proper hand washing. On an unreported date in (B)(6) 2011, the patient was diagnosed with peritonitis. The cause of peritonitis was the patient made mistake/touch contamination and did not do proper hand washing. The patient was not hospitalized for the events. Treatment was not reported.